Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was explanted with an allegation of premature battery depletion. This device model and serial was part of a recent advisory. A field safety notices was delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is part of that population. Additionally, it was reported that while implanted, the device delivered an inappropriate shock in the primary vector. Another system of different type was implanted without any additional complications reported.

Event description:
It was reported that this device was explanted with an allegation of premature battery depletion. This device model and serial was part of a recent advisory. A field safety notices was delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is part of that population. Additionally, it was reported that while implanted, the device delivered an inappropriate shock in the primary vector. Another system of different type was implanted without any additional complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.